Event description:
The customer reported the device exhibited 'continuous beeping'. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received fo revaluation. Visual inspection found cracked housing. Functional test couldn't be performed due to nature of problem - pump doesn't detect cassette. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.